Event description:
The customer reported via phone call that she woke up with blood glucose level of 278 mg/dl. She took a bolus and went to the gym for 45 minutes. She was not feeling well and went home and blood glucose value had gone up to 480 mg/dl; she treated with manual injection. During troubleshoot; it was stated the drive support cap is recessed. Customer declined to check for air bubbles or insulin leaks. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. No error alarms found in the history. The customer did not feel well to continue troubleshooting. She stated she would change the set and lay down. The customer was called about two hours later and she stated she still felt sick and was vomiting. She declined to get the paramedics called and stated she would monitor the blood glucose level and call 911 if needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.